Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of 11473509 in which the customer has stated: "the connector was found to be leaking, found that the connector has a crack." From the lot 24036030. Further information from the customer stated that the leakage was noticed from the smooth port of connector while infusing glucose and parenteral nutrition (day before) for around 10 hours. Also, customer confirmed that the connector was sterilized by alcohol swabs and no more physical damage or deformation was noticed when the packaging was opened. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24036030 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had a crack with a leak. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), the patient's PICC tube was regularly maintained to avoid infection, pipeline obstruction and thrombosis. When the PICC connector was replaced for the patient, the connection was pre-flushed. It was found that the connector was leaking and cracks were found in the connector. The patient was immediately replaced with a new connector. If the affected product cannot be returned, please provide detailed photos of the product and the damaged area? The product has been discarded how many products are affected by this method? This is the only case that has been clinically communicated please confirm the brand and model of the connected product? Mz1000 please confirm what substance was injected at the time of the incident? Glucose and parenteral nutrition solution injected the day before how long is the infusion? About 10h please confirm the exact location of the reported fault in the device? Smooth the port confirm that the sample is sterilized ¿ and if so, when, and with what substance? Alcohol pads please confirm that you have found any physical damage or deformation of the product when you open the package? None